Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, oversensing ventricular events was observed on the device. Programming changes were discussed. No further information is available at this time.

Manufacturer narrative:
Correction: please retract this report 2938836-2018-01554, the issue is on the device not on the lead. The same issue was reported as 2017865-2018-03897.